Manufacturer narrative:
H10: the actual sample was received for evaluation. A visual inspection was performed which revealed excess solvent at the level of the junction tube/bushing. A functional leak test was performed which observed a leak at the level of the junction. The reported condition was verified. The cause of the condition was due to a manufacturing related issue during a manual assembly process step. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during an unspecified date of 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a vented paclitaxel set was leaking. This was identified during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.